Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the event (no image output from the sdi port) occurred due to a faulure of a printed circuit board (cm board) and a faulty video connector. The final root cause of the faulty cm board and faulty connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center serial digital interface (sdi) had no output. The issue was found during preparation for a diagnostic gynecological examination, which was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty printed circuit board. The device evaluation also found that there was no image when shaking the connector due to a loose scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.